Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced due to infection. No further patient complications were reported in relation with this event.